Event description:
It has been reported to philips that the wireless foot switch intermittently did not trigger fluoroscopy. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic procedure. The procedure was completed as planned by using the wired footswitch. It was reported to philips that problem with wireless footswitch. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely, and that plan a scopy experiences intermittent malfunctions when the wi-fi foot pedal is in use and requested onsite support. The philips field service engineer (fse) went onsite and checked the system and found problem with wireless connection. To resolve the issue, fse replaced wireless footswitch and base station as suggested by rse. The defective components were returned for analysis, for wireless base station no malfunction was observed, for wireless footswitch malfunction was observed and the cause was found to be pairing issue with wireless base station. After replacement the device returned to good working order. An update has been made to the instructions for use regarding the charging and handling of the wireless footswitch. It is now necessary to keep the wired footswitch continuously connected. Consequently, as outlined in the sequence of events, utilizing an alternative footswitch or hand switch allows the procedure to proceed with little to no interruption, and any malfunction is unlikely to result in death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.